Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was determined to have a pocket infection during a routine follow up. This patient has been treated for infection and this lead and system has been explanted. There were no further adverse effects reported. This device is not expected for return.